Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) experienced a loss of stimulation. A diagnostic test found invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to explant and replace the patient's lead. Effective stimulation was recaptured for the patient following the procedure.